Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 126 mg/dl vs. 104 lab and 107 mg/dl vs. 84 lab. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.